Manufacturer narrative:
Device evaluation by manufacturer: on 28-mar-2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the reported issue and replaced the all-in-one (aio) computer reloaded software along with customer data, launched the maintenance software, and performed a version up. The aia-2000 launched successfully and information was able to be typed into the non-barcode request screen. Fse confirmed the information was transmitting across to the customer's lis (laboratory information system). Fse then ran daily check and several patient samples; all passed with specifications. The aia-2000 instrument is functioning as intended of the device. No further action required from field service. The g8 instrument sn# (B)(4) was installed on (B)(4) 2017 at the customer's facility. Review of device history records (DHR) for sn# (B)(4) did not identify any non-conformances, deviations, or reworks during the remanufacturing process of this instrument that could be related to this complaint event. A complaint history review and service history review for serial number (B)(6) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 2: system configuration and functionality, chapter 3: system installation, transportation and storage, and chapter 7: data management provides guidelines on the aia-2000's all in one (aio) computer and on data management, assay parameters, and system specifications including host communications. The customer is to contact tosoh service center or local representatives for issues concerning the instrument. The most probable cause of the reported event is due to fault with the all in one (aio) computer.

Event description:
On (B)(4) 2018, a customer reported unable to enter data in the non-barcode mode into the aia-2000. Customer stated attempted version up, but the issue persisted. The customer was unable to run patient samples on follicle stimulating hormone (fsh), luteinizing hormone (lh ii), intact parathyroid hormone (ipth), prolactin (prl), and estradiol (e2). On 28-mar-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, lh ii, ipth, prl, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.